Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to allergic reaction to the infusion set leading to hyperglycemia on (B)(6) 2025. The blood glucose level was high and the patient was treated with insulin. No further information available.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (8021545-2025-01318), submitted on may 30, 2025, is being retracted. Upon receiving additional information on july 15, 2025, it was found that there were three cases with the exact same description. After a query was sent and a response received, it was confirmed that all three complaints belonged to the same patient. Therefore, complaints (B)(4) are retracted and confirmed as cancelled, with complaint (B)(4) being final for reporting. Due to this, the case has now been determined to be non-reportable.

Event description:
To date, additional patient or event details were received which have been added in h11.